Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has experienced an increase in seizures. Implant card received noting that the patient underwent a prophylactic generator replacement. The explanted device was discarded. No other relevant information has been received to date.

Event description:
Additional information received noting that the suspect device was not discarded and is available for return. But it has not been received by product analysis to date.

Event description:
The suspect device was received and product analysis is underway.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.